Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. The customer advised that the device¿s green power led blinked when the on/off button was pressed; however the device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. The customer advised that the device¿s green power led blinked when the on/off button was pressed; however the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer declined to have the necessary repairs completed and the device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. The customer advised that the device¿s green power led blinked when the on/off button was pressed; however the device would not power on. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on under ac or battery power. The customer advised that the device¿s green power led blinked when the on/off button was pressed; however the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer advised physio-control that they are sending the device in for repair.